Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a chariot guide sheath with the dilator inside the shaft. Microscopic examination revealed that shaft was detached 1.5mm from the hub. The coil was stretched and protruding out of the detached shaft 6.5cm. Microscopic examination revealed that the hub was attached to the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed 16-nov-2015. It was reported that the hub detached. The target location was the leg. A chariot guiding sheath was selected for use. During preparation, the dilator was introduced into the sheath, however hub separation occurred while on the sterile table. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed the shaft was detached from the hub with the coil stretched and protruding out of the detached shaft.